Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that this pacemaker exhibited an out of range pacing impedance on the right atrial (ra) channel. The out of range measurement resulted in a switch from bipolar to unipolar and some myopotentials were oversensed. The oversensing did not impact therapy availability. The device was reprogrammed back to bipolar sensing and a request was made of boston scientific technical services (ts) to review the system. Ts reviewed data from the device and noted that the ra impedances were fluctuating but not always out of range. Trouble shooting recommendations were provided. The ra lead is a competitor's product. This pacemaker remains in service. No adverse patient effects were reported.